Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned products identified that there is debris inside the sterile packages. The complaint has been confirmed by visual evaluation. Review of the device history records identified no related deviations or anomalies. These products likely left zimmer biomet control non-conforming. The root cause of the reported issue is attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet received.

Event description:
It was reported that the product packaging was found to be nonconforming. The incoming inspection team found debris and blood like debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.